Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was pacing simultaneously in the atrium and ventricle. It was also noted that the atrial pace was capturing in the ventricle. X-ray showed the atrial had dislodged into the ventricle. The lead was repositioned, after which the system functioned appropriately. Attempts to obtain the model and serial number of the device and lead were unsuccessful.